Manufacturer narrative:
Follow up information stated that the surgeon explanted the lens owing to a crease noted on the surface of the lens. It was unknown how the crease was formed. Further it was stated that the surgeon did not change calculations due to use of ora (optiwave refractive analysis) machine as stated in the initial report. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens was required to be explanted in a secondary procedure due to a crease in the lens. Furthermore, it was stated that the surgeon changed calculations due to use of ora (optiwave refractive analysis) machine.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
A review of the manufacturing records showed no deviations or nonconformities. The information does not indicate any relationship with the iol design or manufacturing. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for product evaluation. Visual inspection revealed the lens was received cut in two pieces most probably to make the explant possible. Visual inspection using a microscope at 12x magnification showed the lens can be identified as tecnis multifocal acrylic 1-piece intraocular lens because of the presence of a diffractive ring pattern on the optic. The lens is contaminated and the optic is damaged. The crease in the lens was not identified. A diopter measurement was not possible due to the damaged lens condition. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
(B)(6). Evaluation code results corrected from (B)(4), which is fracture problem. All pertinent information available to the manufacturer has been submitted. Placeholder.